Event description:
A customer observed biased tsh results on pt samples. Biased results may lead to inappropriate physician action. Results were not reported to the floor and there was no report of pt harm.